Event description:
We have had several issues with the mindray v-series monitor v-docks. The power pin board assembly is very weak. Over time the pins loose their tension causing the monitors to flicker on/off. We think there is a defect in the power pin assembly that is installed in the v-dock.